Manufacturer narrative:
Date of event has been approximated to (B)(6) 2019, as it was reported to have occurred eight weeks prior to a report to (B)(6) by the physician. The (B)(6) report reference number reflects processing of the report by (B)(6) on (B)(6) 2019. Other: (B)(6) adverse incident report reference no (B)(4); submitted to (B)(6) by the physician. The complainant indicated that the device was implanted. Any portion of the mesh that may have been removed is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo was implanted into the patient during a transobturator tape procedure performed on (B)(6) 2014 for the treatment of stress urinary incontinence. According to a consultant urological surgeon seen by the patient, around the fourth week of (B)(6) 2019, the patient presented with right leg pain. An MRI and cystoscopy was performed; clinically no abnormality was detected. The obtryx tape was located mid-urethra and there was no tenderness. The patient had no stress incontinence. The patient has seen another consultant at a different healthcare facility for further management of the pain in her thighs, and would like the obtryx device to be removed.